Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and no reported event was confirmed in the received sample since met with the product specifications. A visual inspection was performed, and it was observed the connector was removed and replaced for another brand connector. An inflation/deflation test was performed, using a syringe of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 2 hours, and no leaks were observed in the sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's cuff would not stay inflated. The patient was re-intubated. The patient is in stable condition and undergone retinal laser to eye for retinopathy of prematurity. The operative course was uneventful and the patient was extubated without incident and taken to the recovery room.